Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement product at this time most likely underlying root cause of malfunction: user has high glucose value test strip (B)(4). Note: during follow-up call on (B)(6) 2017, the customer stated his condition had improved and he was not currently having any diabetic symptoms. Customer stated that he had gone to the hospital on (B)(6) 2017; customer could not provide a diagnosis other than his blood glucose had been high. The customer stated his blood glucose test result when at the hospital was 554 mg/dl and that he had been given insulin to bring his blood glucose down. The customer stated he had left the hospital about 1:30 am on (B)(6) 2017. The customer stated there were no new medications or healthcare program suggested by a healthcare professional. The customer stated he used the truemetrix meter that day and that his blood glucose results are in the 200's and that he is feeling great.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi and 546 mg/dl (non-fasting). The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer did not report any symptoms but stated he was not sure how he felt since he had an allergic reaction the night prior and had gone to the ER (not related to his diabetes). During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 546 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/25/2017 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history. Customer was not experiencing any symptoms but I did ask him to call the va, he will call the triage nurses and see what they advised him to do.